Manufacturer narrative:
Additional information was received after a device memory download was sent to boston scientific for review. Boston scientific's engineering analysis confirmed the device was not on the edge of a current bin and explained our accuracy determine battery consumption is not everly accurate as it is just an estimate. The charge times were correct which indicates 3.5 years remaining. Engineers noted that most likely what was observed was going from prediction to the cap charge time and showed a faster than usual drop in longevity in a short period of time. Engineers concluded this device appears to be functioning normally.

Event description:
Boston scientific received information that a change in longevity was observed. The device displayed 5 years remaining, six months ago; to 3.5 years remaining today. There was no change in pacing mode or thresholds and only a minor change in impedance measurements. A longevity calculation performed was normal and all daily measurements were present. Boston scientific technical services (ts) was contacted and discussed a possible change in the device current drain.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.